Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for air-in-line was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
Walkmed infusion was notified that the pump failed testing performed by the customer. The customer reported that the pump would always send an "install proper IV' error message. The pump was returned to walkmed infusion for product evaluation, which showed the pump to fail the air-in-line test. Further product evaluation attributed this failure to a defective main circuit board. No root cause of the component failure was performed at the time of evaluation however the pump had not had any preventive maintenance performed by a walkmed authorized service technician since the pump's manufacture (10/28/2011).